Manufacturer narrative:
The model and serial number were not provided, and the unique identifier (UDI) number could not be determined. This information will be provided in a supplemental report if and when made available. As the serial number was not provided, the device manufacture date could not be determined. This information will be provided in a supplemental report if and when made available. Livanova (B)(4) manufactures the heater-cooler system 3t. This event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Multiple attempts have been made to follow-up with the customer regarding this event. However, no new information has been received. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
On january 30, 2017, livanova (B)(4) received a user medwatch report (mw5067123) that a patient presented with a fever of unknown origin and a pericardial effusion with an "unusual organism."